Event description:
Olympus was informed that halfway through a laparoscopic hysterectomy procedure a "probe damage" error was displayed. The device was cleaned and tested. The device failed the probe check. The system was restarted and the device was tested again, and failed again. There was less than a 10 minute delay in the procedure. The procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device evaluation did not confirm the user's experience. The thunderbeat hand instrument was tested using an esg-400 and no problem was found. In addition, the teflon pad had a dark charred stain, melted at the distal end, and lightly lifted in the center section. Also, a dark mark was found on the probe. The damage was attributed to the continuous activation of the output without grasping any tissue in the grasping section (jaws closed).